Manufacturer narrative:
One portex® endotracheal tube was returned for analysis in a used condition. No discrepancies were observed upon visual examination. The cuff was inflated while submerged under water resulting in leakage observed coming out from a small tear in the cuff; confirming the complaint. Relevant documents were reviewed and deemed adequate. An audit of the production floor was conducted noting the following: training records were reviewed, production personnel are following the procedures; with no discrepancies. Review of 32 samples was conducted finding no discrepancies and production performs 100% of visual inflation tests. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received indicating that difficulty was met when attempting to inflate the cuff to a smiths medical portex® endotracheal tube. It was noted that air leaked between the valve and the balloon; "the balloon was drilled." There were no reported adverse effects.